Manufacturer narrative:
The company rep observed "fault code #53" (front end failure) alarm and "electrical test failure code #119" (front end cpu failure) alarm in the fault log. He replaced the front end pcb (part number (B)(4)). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp emitted a "system failure" alarm and displayed "electrical test failure code #119" (front end spu failure). The patient was switched to another iabp and therapy was continued. No patient injury was reported.